Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). A visual examination of the complaint device revealed that the distal tip was detached. It was also noted that the catheter kinked. A functional analysis was unable to be performed due to the condition of the returned device. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the duodenum on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the device detached into the patient. It is unknown if the detached piece was retrieved from the patient. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.